Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty system interconnection flex cable. The cable was replaced to correct the reported malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.